Manufacturer narrative:
A replacement pump and power supply were sent to the customer. Multiple attempts were made to follow with the customer to get additional complaint information and to get the product back, but all attempts were unsuccessful. Without the product, an analysis/evaluation cannot be performed and the customer's complaint that there was sparking can be neither refuted nor substantiated and the cause of the issue cannot be determined. A conclusion cannot be made. A sparking transformer poses a safety risk. Should additional information be rec'd, resulting in new, changed, or corrected information, a supplemental report will be filed. (B)(6), approved on (B)(4) 2010, has been initiated for pump in style transformer overheating/melting issues. Any additional f/u actions will be established as a result of the CAPA process.

Event description:
The customer reported that the power supply for her pump "sparked and won't power the pump." The customer did not report an injury.